Manufacturer narrative:
Additional device implanted and involved in this event: pxc181400/06679157.

Event description:
On (B)(6) 2009, the pt was implanted with no gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a f/u CT scan showed an endoleak from an unk origin with aneurysm enlargement of 5-6 mm. On (B)(6) 2013, an intervention was performed to treat the endoleak. Although the endoleak or the source of the endoleak was not identified on intra-operative angiography, the physician elected to implant an aortic extender component for proximal extension on the trunk. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.